Manufacturer narrative:
(B)(4). The customer was provided with a replacement set of quik-combo defibrillation electrodes. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that one of the wires on a set of quik-combo defibrillation electrodes came detached from the electrode during a patient event. There was no adverse event reported as a result of the reported failure. The customer did not have any further information on the patient or the event.